Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Upon review of the lot history records, non-conformances were discovered relating to device malfunction. Mentor will address these non-conformances within the quality system. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient reported her breasts shape was not round and not correct. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-05981 for the contralateral event.

Manufacturer narrative:
On june 30, 2022, mentor was provided with an explantation date as well as a diagnosis of bilateral deflated breast implants. Clarification of the date of event was provided as april 21, 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17, 2022, mentor was notified that the patient's explantation date was rescheduled for (B)(6) 2022. On september 02, 2022, mentor became aware the patient underwent replacement with 630cc mentor smooth round high profile saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, the mentor analysis lab received the suspect medical device for evaluation. On october 13, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).